Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 200.5040 during flash of operate software. There was no patient involvement.

Event description:
It was reported that the device had error 200.5040 during flash of operate software. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Root cause: the probable cause of the reported 8110 syringe error 200.5040 was likely the incompatible software version between the device 8110 and the 8015. Despite attempting to flash the firmware, the process was unsuccessful, leading to the recommendation to replace the logic board.